Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic adhesions ("adhesions to my pelvic wall") and abdominal adhesions ("bowel adhesions"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, medical device removal and pelvic adhesions to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic adhesion, bowel adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal/pain/debiliating pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("adhesions to my pelvic wall") and abdominal adhesions ("bowel adhesions"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, pelvic adhesions and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic adhesion, bowel adhesions, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic adhesions ("adhesions to my pelvic wall") and abdominal adhesions ("bowel adhesions"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, medical device removal and pelvic adhesions to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pelvic adhesion, bowel adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.